Event description:
Kimberly clark received a complaint indicating that "blue and black specks have been found in the trays." No pt injuries have occurred. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. (B) (4).

Manufacturer narrative:
Sample has not yet been received for evaluation. The device history records for this product has been reviewed and found no anomalies to be documented. Investigation of this incident report is ongoing. No additional info has been received at this time. A follow-up report will be provided when additional info has been received. Info from this incident will be included within the kimberly-clark product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.